Manufacturer narrative:
(B)(4): results and conclusions: (death, gastrointestinal complications), (stents from another manufacturer), (treatment of thoracoabdominal saccular aneurysm extending from above the celiac to just below the sma).

Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a thoracoabdominal saccular aneurysm extending from above the celiac to just below the sma; the aneurysm diameter was not reported. Aortic and vessel calcification, tortuosity, and thrombus were unremarkable. It was reported that a talent thoracic stent graft (MFR report #2953200-2011-01173) was fenestrated and placed just above the right renal artery. Holes were made in the stent graft to attempt to cannulate the celiac and sma from the arm. During deployment, the fenestration holes were not in line with the celiac and sma arteries, and the cannulation attempts were unsuccessful. A wire was inserted into the sma from the arm, and then a series of stents from other manufacturers were placed in a chimney technique from the top of the talent stent graft into the sma. An endurant stent graft (MFR report # 2953200-2011-01174) was placed to cover the fenestration holes that did not line up with the arteries. The case was successful, and there were good seals and good perfusion of the vessels. The stent grafts did not cover/occlude any of the vessels. The patient was released from the hospital about 5-6 days post-implant. Approximately 1 month later, the patient expired, apparently from an ischemic colon. The stents from another manufacturer in the sma apparently occluded. There was no autopsy performed.